Event description:
Adverse event(s): "don't think you are seeing what you should" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens implant]). A nurse reported that a lens was exchanged for a different brand iol due to patient having irregular corneal spots. Medical records indicated the surgeon informed the patient that "sometime between the lasik in 1999, these irregular spots came up". Also, from the medical records, the surgeon told the patient, "don't think you are seeing what you should" and thought the patient should be able to see at least 20/40 following iol implant surgery. The surgeon also stated that iol calculation is more difficult because of prior lasik and this is why a perfect outcome was not achieved. In a follow-up, the surgeon's technician reported that the surgeon does not blame the iol for the event. She also reported that the patient's vision is clearer post-exchange.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The lens was returned taped to the outside of a lens case. The lens evaluation was conducted with the lens still taped to the lens case. Both haptics were bent-distal area. The optic was torn/split/cracked into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 04/07/2010, 04/19/2010, and 04/22/2010 by phone, fax, and mail. Medical records were received on 04/08/2010. A completed questionnaire was received on 04/30/2010. (B) (4). (B) (4). (B) (4).